Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, a b30 error message was present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his endoeye flex deflectable videoscope began presenting a b30 scope communication error when it was connected to the otv-s190 during procedure preparation. According to the initial reporter, the intended procedure was completed using another scope without any patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, after disassembling the scope and replacing the board inside the video connector with a normal one, error b30 no longer occurred. The event most likely occurred due to the following: 1) temporarily short-circuited when the video connector was connected to the video system center with water, etc. Adhering to the electrical contacts. 2) an overcurrent flowed temporarily when the video connector was plugged and unplugged while the power of the video system center was turned on. 3) static electricity was applied to the electrical contacts of the video connector. 4) electronic components deteriorated over time and failed due to electrical stress during normal use and heat stress during autoclave sterilization. Olympus will continue to monitor field performance for this device.